Event description:
Customer reports that sensor gave incorrect reading. Customer states that his pump readings states he was low and gave a threshold suspend when customer's blood glucose was actually 399 mg/dl. Since this was a past event, customer declined to troubleshoot. Customer was advised to call when issue is occurring in order to properly troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).